Manufacturer narrative:
The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue was customer reports their 8015 not turning on. Technical support troubleshoot with the customer over the phone and confirmed npi 8015 not turning on. Tsc tech - customer states the ac indicator is on, but the unit wont turn on. Recommended replacing the keypad. After customer replaced the keypad, the unit turns on. Provided front case/ keypad part number. Transferred customer to order management for further assistance. Ended call. Serial number was not provided therefore a review of the device history record cannot be performed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the pc unit was not turning on. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported that the pc unit was not turning on. There was no patient involvement.